Event description:
A lack of stimulation was reported following replacement of an ins alone (not lead nor extension). Impedances in range of 2000-3000 ohms were reported intra-operatively and post-operatively. No x-rays were performed. Decision was made to wait and see if stimulation issue resolved with time. Ultimately, a replacement 5-6-5 paddle lead was implanted on (B)(6) 2011, and pt was reported as benefitting from therapy following lead replacement.

Manufacturer narrative:
(B)(4).